Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the product note that infections are a general risk of dura-related surgery. A review of the manufacturing and sterilization records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2016. According to the report, the patient's wound did not heal from the fistula after surgery and the patient was experiencing continuous headaches. The report stated the device was explanted 8 days later as the device did not stick. It was reported the device was not sutured and no leak was observed. It was also reported that antibiotics were used with the patient. Reportedly, there was no injury to the patient and the patient is stable and out of recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.